Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's device was not holding a charge anymore and was experiencing a recharge burden. The patient was not receiving therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.